Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome. It was reported there were high impedances. It was stated the patient used their device for peripheral nerve stimulation and reported that 1 week after the last ins replacement the therapy didn¿t work. There were reported reflex sympathetic dystrophy (rsd) symptoms in the arm. A revision has not occurred. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that a revision had not been scheduled, but there were no options for reprogramming and therefore they were anticipating a referral to a surgeon for intervention to resolve the issues of the high impedances and their therapy not working. It was reported that the cause of the high impedances was not determined and the issue had not yet been resolved. The patient's weight was approximately 130 pounds and it was indicated that all of the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Correction to aware date/manufacturer received date for the initial report. If information is provided in the future, a supplemental report will be issued.